Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy2966 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redy2966) have been reported from the same facility.

Event description:
It was reported "the customer was able to identify the PICC drop into the svc with sherlock but never got an elevated p-wave internally. They only had an external wave form." It was stated this happened twice. This report addresses the second occurrence.